Event description:
The medwatch report stated: pt has indwelling codman eds 3 csf external drainage system and has an infection in his brain. We discovered that the closed drainage system can easily pull apart when wet or with traction, thereby eliminating the sterile closed system. The mfg rep reported to nursing staff that they are investigating and knows that the glue does not hold when the product is wet.

Manufacturer narrative:
Complaint samples were not returned to codman and products lot numbers are unknown; therefore, the evaluation could not be performed. The cause(s) of the difficulties reported by the customer could not be determined. Complaint is considered closed at this time. Trends will be monitored for this or similar complaints. Device not returned.

Event description:
Additional information received from the sales rep stated: e-mail received from the sales rep. On april 25, 2014 informed that: "from my understanding the complaint is dropped. The patient had a gram negative infection and they determined that it was caused by something else. The hospital does not have product to return. Catheter used was bevd 82-1750. Drain was 82-1731. I don't know any lot information". Note that this complaint was initially registered for one product code p/n 82-1731; however, based on the e-mail received from the sales rep. On april 25, 2014, a second product p/n 82-1750 was added to this complaint. Both products are used in conjunction.

Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned, the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.